Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). The device history record (DHR) for 00515047500 lot number 63628687, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) that the lavage did not work. On 03 january 2019, a returned product investigation was performed on the 00515047500. The physical evaluation revealed that the device had battery corrosion preventing the device from powering on. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515047500 was not working due to battery corrosion, it cannot be determined from the information provided what caused the batteries to corrode. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the lavage did not work. Another one was used. There was no delay or extension to the procedure. Investigation revealed the batteries had corrosion.